Event description:
A (B) (6) pt s/p left heart catheterization and coronary angiography (B) (6) 2009 via right femoral approach developed decreased pulse and cold right foot the following day; pt taken to or (B) (6) 2009 for emergent right femoral thrombectomy, removal of foreign body, and bovine patch angioplasty; surgeon documented angio-seal plug retained in pt's right femoral artery with no femoral pulse at the time of operation; pt's femoral pulse restored with removal of the plug; pt transferred to recovery room in stable condition. The pt expired (B) (6) 2009 from his underlying cardiac disease; pt's death was unrelated to retained angio-seal plug.